Event description:
Doctor surgically installed a recalled intrathecal pain pump in 2015. Pump was recalled in 2013. Didn't give me a bolus device at all. I have had major issues with my pump and my doctor discharged me from his care due to asking for a second opinion. Can not find another doctor to take me as a patient due to still having the pump in. Pump has stalled. May not alarm. I don't know what to do. I'm exhausted! I was never notified of any recalls from any doctor or medtronic. I wouldn't have had the pump surgically implanted had I known it was a recalled pump.